Event description:
The acoustician alleged a defective implant. The user did not hear anything during the fitting session via the audio processor. Also with a replacement audio processor no sound could be heard. Additional information states that the user reported two horse accidents. She fell onto her head in (B)(6) 2024 and again in (B)(6) 2024. Until (B)(6) 2024 the implant has been working, then first intermittent sound and afterwards no hearing at all. No improvement after processor change. Retroauricular the conductor link penetrated the skin slightly (clinician pushed it back on (B)(6) 2024). Re-implantation is being considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a device malfunction. Further the conductor link extruded through the skin. To determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the bifilar wire as might be caused by an external impact was determined to be the root cause of device failure. Either the direct impact or excessive mechanical stress caused by an impact are the root cause for an overload breakage. The problems given in the recipient report appear to match the damage found. Further, the conductor link extruded through the skin. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The acoustician alleged a defective implant. The user did not hear anything during the fitting session via the audio processor. Also, with a replacement audio processor no sound could be heard. Reportedly the user had two horse accidents. She fell onto her head in (B)(6) 2024 and again in (B)(6) 2024. Until (B)(6) 2024 the implant has been working, then first intermittent sound and afterwards there was no hearing at all. There was also no improvement after the audio processor was changed. In addition, the conductor link penetrated the skin retroauricularly. This was noticed on (B)(6) 2024 by the clinic (the clinician pushed it back on (B)(6) 2024). The user has been re-implanted with a new device.

Manufacturer narrative:
Additional information: according to the limited information received from the field the recipient no longer has hearing benefit with the device. However, despite requested neither audiograms nor results of in situ testing has been received for investigation. Further, there is no information on the placement of the floating mass transducer. A root cause for the lack of benefit cannot be determined with the available information.

Event description:
The acoustician alleged a defective implant. The user did not hear anything during the fitting session via the audio processor. Also with a replacement audio processor no sound could be heard. There is no information about the placement of the fmt. No audiograms are available. User does not respond to calls or mails, so there are no further steps scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The acoustician alleged a defective implant. Further checks on the implant and audio processor are planned.